Event description:
It was reported that during a stenting procedure, the stent moved on the balloon. Access was obtained through the left femoral artery. The 99% stenotic circular lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). The physician predilated the target lesion with a 2.0x20mm non-bsc balloon and then preformed ablation with a rota device. The physician then predilated a lesion in the external iliac artery with a 6.0x20mm sterling balloon and deployed a 6.0x80mm non-bsc stent. Then the physician attempted to advance the 9.0x40x75cm express vascular ld stent to the target lesion in the cia, but the stent caught on the calcified lesion in the ostium of the cia and the stent moved on the balloon. The physician attempted to retrieve the device by advancing a sheath to the device, but this was too difficult so the stent was implanted in the ostium of the cia. The procedure was completed by advancing a 6fr/25cm medikit sheath to the lesion to protect the lesion (sheath in sheath) and deploying an 8.0x20mm express vascular ld stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).